Event description:
I am reporting a recurring equipment failure involving the inmode quantumrf device purchased in (B)(6) 2025. The device was returned to the manufacturer twice for inspection and repair due to a loose and unstable touchscreen, internal structural movement, and unsafe operational vibration. Both times the unit was returned to me in the same defective condition, with no documentation of what was inspected, what was repaired, or whether the unit was deemed safe for clinical use. The repeated failure and lack of repair raise significant safety concerns, as this device is used for subdermal heating, fat coagulation, and tissue tightening with rf energy. A loose screen and internal mechanical instability may affect temperature accuracy, cannula insertion, and power delivery, increasing the risk of burns, nerve injury, or tissue damage. I requested the inspection report from the manufacturer multiple times and received no response. There was no explanation, no repair summary, and no confirmation that the device was safe to operate. This device remains unusable and unsafe for patient care. The manufacturer has been notified on multiple occasions and has not provided corrective action, repair documentation, or replacement.